Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi70000010, serial/lot #: -, ubd: , UDI#: h3) the manufacturer representative went to the site to test the imaging system. Door closing routing was not able to be done because the gantry was not turning after the door closure, motors were active and a noise was heard. The gearing of the rotor spacer door was misaligned the dingus finger was one tooth out. They realigned the door rotor spacer gearing compared to the dingus. No hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that at the end of the day, the or staff put the imaging system in the room for the day after surgery and noticed it was not possible to open or close the door. During troubleshooting, it was determined that door closing routing was not possible because the gantry was not turning after door closure. The motors were active, and a noise was heard. It was confirmed that the gearing of the door rotor spacer was misaligned. The dingus finger had one tooth out. There was no patient involvement.